Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on a cobas 8000 e 602 module (e602). The sample initially resulted with a tsh value of 0.047 uiu/ml and a ft4 value of < 3.0 pmol/l. The initial values were reported outside of the laboratory to clinicians. As a consequence of these results, the patient was admitted and treated with eltroxin. The sample was repeated on (B)(6) 2017, resulting as 2.93 miu/ml for tsh and 14.27 pmol/l for ft4. The sample was also repeated a second time on (B)(6) 2017, resulting as 3.09 uiu/ml for tsh and 14.70 pmol/l for ft4. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 283550. The tsh reagent expiration date was not provided. The lot number and expiration date of the ft4 reagent were asked for, but not provided. The sample appeared to be of poor quality. Calibration and quality control data did not show any signs of an issue. The root cause of the issue appears to be related to the sample. The sample quality issue may be related to either the patient's condition or to pre-analytic sample handling. Centrifugation time of the sample was too short.